Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had a g tube put in the previous week and whenever they ate or drank anything, liquid leaked out around the tube. They stated they could feel the high stimulation kick in and that was when the liquid started to leak out around the tube really badly. The patient stated it was unknown why it was leaking and the issue was not resolved. No further patient complications were reported as a result of this event.